Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular (lv) lead the coronary sinus was dissected. No lv was implanted during this procedure. The procedure was rescheduled for three weeks later and an lv lead was implanted. The patient is enrolled in the (B)(6) trial ((B)(6)). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.